Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon is still tightly folded and the stent is still in the manufactured position on the balloon. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery (ra). A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the stent dislodged from the delivery system and was lodged at 3cm of the ra lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery (ra). A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the stent dislodged from the delivery system and was lodged at 3cm of the ra lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.